Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from april 28, 2020 - april 29, 2020. H10: the device was received containing 13 ml of residual drug in the bladder. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. After the expected infusion time of 46 hours, approximately 5-10 ml remained in the device. The device had been filled with 3200mg (64ml) of fluorouracil diluted with 50ml of glucose solution for total volume of 114ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.